Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified vessel. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.